Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of meniscus repair, 228143's firing trigger was loose, the surgeon suspect the spring was stuck. Changed new 228143 with 228141, after 1st firing, two plates were deployed. All 228141s were with same issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, 228143's firing trigger was loose, the surgeon suspect the spring was stuck. Changed new 228143 with 228141, after 1st firing, two plates were deployed. All 228141s were with same issue. Another device was used to complete the surgery. No additional information could be provided. The omnispan meniscal repair 12deg was received and evaluated. On visual inspection it could be observed that the plates and sutures are not inside the needle which is a sign that the implants were deployed. Also, it was jammed in the pusher rod of the deployment gun. The silicone sleeve showed creased and pulled, this usually happens when the operator pulls the needle from the silicone sleeve without unlocking the needle. Considering that the functional test was not performed, we cannot determine a root cause why the customer experienced the reported failure and this complaint cannot be confirmed. The possible root cause can be related to when the needle insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l32510, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.